Event description:
It was reported by service report that the lift here labels were torn and illegible. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4): lift-here labels.